Manufacturer narrative:
(B) (4). Conclusions: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. Perhaps a feature of the easyturn stylet utilized prior to the implant attempt contributed to the abnormal function as described by the physician; this could not be confirmed, however, since no stylets were returned to the MFR.

Event description:
Prior to any implant attempt, proper operation of the fixation mechanism of the device could not be verified.